Event description:
Caller reported that a malfunction occurred on their pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information on resetting the pump and assisted in the reset process, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if any issues reoccurred, which the caller acknowledged and understood.